Event description:
Caller reported a continuous glucose monitor (cgm) malfunction error that occurred multiple times on the pump. There was no adverse impact to the customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.